Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During scope cleaning, the bristles of the brush were lost. The scope cleaning was completed with a different device. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: investigation results the returned hedgehog dual-end brush was analyzed. Both ends showed clear evidence of extensive use. The valve end bristles were found to be deformed, while several rows of bristles on the channel-end were detached. No other problems were noted. The reported event was confirmed. The damage observed suggests heavy usage and twisting forces. It is likely that the interaction between the brush and the scope led to the bristle detachment and deformation. The device instructions for use (dfu) caution against applying excessive force or torque, specifically advising: do not twist the channel brush while the brush is in the scope and valve brushes: avoid twisting or torquing the brush handle. Based on all gathered information, the probable cause was determined to be unintended use error caused or contributed to event, indicating that the interaction between the user and device, caused or contributed to the event.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During scope cleaning, the bristles of the brush were lost. The scope cleaning was completed with a different device. There was no patient involvement in this event.